Event description:
A male with a previous history of stomach cancer had a pre-procedure diagnosis of the right external iliac artery with stenosis and a proximal neck shaped reverse funnel. The pt underwent aaa repair as labeled in 2008. Confirmatory angiography revealed a proximal type I endoleak. The proximal neck of the main body was re-balloon dilated which materially reduced the leak. The physician elected to observe the leak.

Manufacturer narrative:
Evaluation: this device is shipped with an instructions for use booklet that lists the anatomical requirements, warnings, and precautions, and the correct deployment procedure. The instructions for use also advises on appropriate follow-up, so that leaks should they occur, can be identified and addressed before causing clinical problems. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error.